Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not passing the battery run time test.

Manufacturer narrative:
Updated sections: b4, e2, e3, g2, g3, g6, h2, h10, h11. Corrected sections: b5, h6(health clinical and impact codes).

Event description:
It was reported during a routine check that the cs300 intra-aortic balloon pump (iabp) unit is not passing the battery run time test. There was no patient harm reported.

Manufacturer narrative:
Additional fields: e1(event site telephone: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the batteries, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.